Manufacturer narrative:
Based on the claim against the product by the customer noting clips not locking, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. And the grips opened and closed properly. The instrument passed the clip test and was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a large hem-o-lok clip applier instrument would not lock. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator on (B)(6)2023 and obtained the following additional information: per the surgeon, the clip applier failed to close the clip appropriately on the target vessel, it was closing at an angle and would not lock. The size of the target vessel was unknown. The surgeon used to a laparoscopic clip applier and completed the procedure with no reported adverse events or patient harm.